Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized the same day as the onset. The patient was treated with amikacin injection (125mg, once a day and route was not reported) and vancomycin injection (1 gram, every 5th day and route was not reported). At the time of this report, the patient was recovering from the event. Action taken with dianeal and extraneal therapies were not reported. No additional information was available at the time of this report.